Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that dr. Indicated fracture. 4 implants were implanted on the upper jaw on (B)(6) 2021. The implant torque was 35n. The primary stability was good. The immediate loading was performed. 1 year after temporary restoration, 1 30°tapered abutment was loose. The fracture of the connection part between abutment and implant was found. The implant was removed on the same day. Implant size: tsvtb13/ batch number 63791285.

Manufacturer narrative:
A 30 deg taper 3.5p 3mm-5mm (30at335) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and fracture at the hex. Also, an associated product tsvtb13 has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63873017). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63873017) for similar event and no other complaint was identified. Jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.